Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was returned to guidant, from the field, for redistribution. Per protocol, final pack testing was again performed. This ICD failed this test, as it exhibited an extended charge time. The device was sent to guidant's reliability assurance laboratory for analysis.